Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the correction factor was incorrect. The customer did not know how the correction factor became incorrect, and alleged the pump changed the correction factor without user interaction. Customer's blood glucose level was 238 mg/dl. Tandem technical support guided the customer through adjusting the correction factor to be accurate.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was not verified, however, and a different issue was identified.